Manufacturer narrative:
(B)(4). Analysis of the desktop charger, serial # (B)(4), determined that the connector was bent. The cable assembly with the bent connector tip was replaced.

Event description:
The consumer reported that the connector pin was loose. The unit was working fine until (B)(6) 2016. An alert came on that the battery was low. The patient tried to recharge it and the recharger wasn¿t working. The patient could not get any stimulation from it now. The icon kept saying ¿charge now.¿ indications for use include failed back surgery syndrome and spinal pain. Interventions and patient outcome were not provided. Follow up was requested. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
(B)(4)